Event description:
It was reported that the patient had a recent pocket revision and developed 'an awful rash around the pocket'. The health care professional stated 'that she believed the rash was unrelated to the device and was patient related'. It was further noted that the health care professional requested information about the material specifications of each implanted device. The patient outcome was not provided.